Event description:
It was reported that post pulse generator change out, it was noted that the leads were reversed in the connector ports of the new device. The patient's pocket was re-opened and the leads were reconnected into the appropriate connector ports.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.